Event description:
It was reported that the user experienced difficulty pairing a freestyle libre 3 plus sensor to the ilet, including one missing sensor from the package and a subsequent sensor that reported unavailable. The agent guided the user through ilet and ilet mobile app steps and initiated a warmup. Investigation included technical support troubleshooting and user education, including pairing guidance and warmup communication. Investigation of this case revealed that the sensor ultimately entered warmup on the ilet and the user was transferred to the sensor manufacturer for replacement support. There was no user reported symptoms or adverse clinical effects. Outcomes included no changes to therapy, no medical or surgical intervention, and no impact on daily activities. It was concluded that, based on previously established findings for similar reports, the event involved pairing failure limited to the sensor-to-ilet connection, resolved through user guidance, with no clinical consequences.